Event description:
It was reported that the image on the monitor of the 9800 system would flicker and had white lines. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video controller board was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.